Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during an outpatient visit, this right atrial (ra) lead exhibited out of range pacing impedance measurements greater than 3000 ohms which caused the polarity to change from bipolar to unipolar. This lead will continue to be used with unipolar polarity. Additionally, this ra lead had a lead conductor fracture. This ra lead remains in service. No adverse patient effects were reported.